Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Frame, frame/weld broken. Seat post receiver tube broken from frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the seat post was observed to have multiple broken welds where it connects to the rest of the frame. Corrosion was visible inside of the tubing ad at the broken welds. Functional observations- no functional testing was able to be performed because only the frame was received. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken welds at the seat post. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the base frame is broken at the weld where the seat attaches.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the base frame is broken at the weld where the seat attaches.